Event description:
It was reported that the catheter migrated. It was also reported that the event was not product related. The catheter was explanted. No pt symptoms or outcome was reported. The drug contained in the pump was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Results - refers to the catheter. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.